Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer experienced high blood glucose, with blood glucose of 306 mg/dl at the time of the incident. The customer was at 600 mg/dl at the time of the call. The customer experienced symptoms such as difficulty breathing and confusion. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer wanted assistance from their local trainer. The customer had just received a replacement pump the day before the call. The insulin pump will not be returned for analysis.